Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose levels of 37 mg/dl. Customer¿s other blood glucose level was 140 mg/dl and 104 mg/dl. Customer declined to troubleshoot for high readings. Customer stated that last month insulin pump had no delivery alarm and priming. The customer was treated with the food. The insulin pump will not be returned for analysis.